Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified proximal right coronary artery (rca). The liberte' monorail stent delivery system failed to cross the lesion. The physician then pulled the stent delivery system back through the guide catheter and upon removal, a stent strut was noted to be raised. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".